Manufacturer narrative:
The customer¿s report of a damaged set was confirmed. Visual inspection noted the set was separated at the engagement between the upper fitment and silicone segment. The expected retainer ring for the received set's upper fitment and silicone segment connection was not received. Further visual inspection of the separated silicone segment end noted there was a retainer ring indentation. There were no other anomalies noted. Functional testing was not performed due to the obvious damage. The root cause of the customer¿s report was not identified.

Event description:
The customer reported that the IV set broke. There was no patient harm.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.